Event description:
Pt had bronchoscopy on (B)(6) 2019, subsequent lower respiratory culture positive for acinetobacter baumannii, two add'l pts with bronchoscopies done subsequently with same scope also positive for acinetobacter.